Event description:
It was reported that the patient, implanted in 2000, had intermittent sound perception during one month. Re-implantation surgery is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.